Event description:
No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. After a treatment session, the tabletop corrections used for delivery can be propagated in raytreat to be used as a starting point for next session. If the corrections contain non-zero roll and/or pitch, the propagated corrections will be incorrect. This means that the start position for next treatment session as displayed in raytreat and sent to treatment machine will be incorrect.

Manufacturer narrative:
A software implementation error has been identified. After a treatment session, the tabletop corrections used for delivery can be propagated in raytreat to be used as a starting point for next session. If the corrections contain non-zero roll and/or pitch, the propagated corrections will be incorrect. Thish means that the start position for next treatment session as displayed in raytreat and sent to treatment machine will be incorrect. In the event that incorrect propagated tabletop positions are used for treatment, this would lead to the approved dose plan being delivered in the wrong part of the patient. This could lead to local over-dose in risk organs and/or too low dose in target.

Event description:
Follow-up report rsa: MDR 3010034862-2023-00024 55842 rs table top propagation w pitch or roll. No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. Raytreat does not propagate rotational corrections, but only the lateral, longitudinal and vertical tabletop position. However, it does this by ignoring the rotations instead of resetting the rotation correctly. This means that the propagated start position for next treatment session as displayed in raytreat and sent to the treatment machine will be incorrect if the correction contained non-zero pitch or roll. The order of magnitude of the error is the sum of the lateral, longitudinal and vertical positions times the angle in radians. For example, for a coordinate sum of 40 cm and an angular correction of 1 degree, the error is about 7mm. This problem occurs because the dicom standard for sending tabletop positions is iec 61217 which is non-isocentric for pitch and roll rotations. When the machine reports the tabletop positions as rotated around the machine origin, the propagation is assumed to be as rotated around the isocenter. Following this investigation, it was further noticed that the acquired imaging position is not displayed correctly for pronova machines. For pronova machines, the tabletop position is never acquired during imaging and will instead show the planned treatment position.